Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed, calcified, target lesion was in the mid portion of an averagely tortuous left anterior descending (lad) artery. The lesion was not predilated. The physician attempted to advance a 3.0 x 28mm taxus express2 drug eluting stent (des) to the target lesion but was unable to cross the lesion. During withdrawal near the non-bsc guide catheter, the physician encountered resistance and noted that the proximal end of the stent was "lifted up". The physician was unable to withdraw the device into the non-bsc 7f introducer sheath. The sheath was exchanged for a non-bsc 8f sheath and it was able to be withdrawn. No devices were implanted during the prolonged procedure. There were no patient complications reported with the patient's current condition listed as "good".